Event description:
The customer reported being hospitalized due to high blood glucose of 599mg/dl. The customer was experiencing unexplained high glucose for four days. Troubleshooting was performed. The customer stated that the infusion set was changed to resolve the issue. While troubleshooting, the call was disconnected. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.